Event description:
Savi scout reflector put into breast ((B)(6) 2024) signal successful in mammo dept, not successful in surgery. On (B)(6) 2024, second scout put into breast, no signal seen in mammo dept. Both from same box: 7.5cm 166 needle, lot: h2798604, ref: ssr75-01 version f, exp: 10-9-2026. Reference report: mw5151895.